Event description:
This is the same patient and same event reported under MDR ID# 2939859-2002-00104. This is the first MDR submitted for the first suspect product. Hypersenitivity at injection site at upper and lower vermilion borders and bilateral nasolabial folds. Physician has prescribed cutivate cream, intralesional tac-3, and oral prednisone to treat patient's symptoms.